Event description:
Customer reported one sars-cov-2 tma run, wl 002133-20210303-01, using assay lot 286560 on panther instrument sn (B)(4) which had 2 low positive samples that they were questioning. The samples came from pre-op patients who then had their surgeries cancelled. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but there were no associated/reported adverse events.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the low positive in the wl, likely due to low-target concentration or touchpoint contamination. Hologic product applications specialist (pas) reviewed logs and did not observe a pattern in low positives; the run kinetics looked good with normal control rlus, so pas noted it was possible the samples were low-target. Ts relayed these findings to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.